Manufacturer narrative:
Per the user facility's biomedical engineer, he turned on the ccm in the morning and the battery light was red and the message appeared. The battery light turned green within five minutes of powering up. During the case the time was off by about six hours. The logs showed that the year changed to 2101. This caused the battery replacement message at startup and the red indicator for the battery. Once the unit was power cycled, the time was corrected and the message went away.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'battery replacement' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: h3 and h6 the reported complaint was confirmed. Per data log review: the system was used on (B)(6) 2022 with no issues. The next time the system was powered up the date had changed to 03nov2101. This triggered the notification to the user that the battery life was expired as reported. The next time the system was powered up the date was (B)(6) 2022 (likely the correct date). The log showed that the central control monitor (ccm) changed the date to 2101 causing the 'battery expired' message to the user. The issue corrected itself on the next power up. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.